Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump shut off and had a blank screen. The blood glucose value level was 350 mg/dl at the time of the incident. Customer stated they did not receive a low battery alert prior to off no power alarm. Customer declined troubleshooting. Customer was advised to monitor. The customer will not return the product.